Manufacturer narrative:
The following information has been corrected: reason code for no evaluation: other.

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328512 batch no. 8295955. Syringe user caller 3/10mlcc lot # 8295955 found 4 syringes from this box needle hub came away when removed shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 8295955. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8295955 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200787397] noted that did not pertain to the complaint. There was one (1) notification [200780038] noted for damaged tips/blank barrels. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 4 syringe 0.3 ml 31ga 8 mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328512, batch no. 8295955. Syringe user caller 3/10 mlcc lot # 8295955 found 4 syringes from this box needle hub came away when removed shield.